Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized on (B)(6) 2017 with a blood glucose level of 380 mg/dl. The customer was sick for approximately 7 days and his blood glucose level was high. He experienced an early stage of a diabetic ketoacidosis. His blood glucose level was treated with saline. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump alarmed no delivery frequently. The customer also received battery alerts and button error alarms. The device was not returned.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No unexpected battery type alarms noted during testing. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. All buttons function properly. No damage noted on the keypad traces. No button error alarm noted. Device had cracked reservoir tube lip.